Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Without a lot number or device serial number, the manufacturing date cannot be determined. Concomitant product: product ID: 4092-58, lead. (B)(4).

Event description:
It was reported that during a device interrogation, the right atrial (ra) lead exhibited high pacing impedance measurements. It was noted the ra pacing impedance had been consistently increasing at every device check since implant. The ra lead is no longer in use and a new ra lead was implanted. No patient complications have been reported as a result of this event.